Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the supply lines of a homechoice automated pd set with cassette and supply bags which resulted in a leak. It was further described as the lines "connecting to the smaller solution 1.5% and 7.5% solution bags did not properly lock into place and leaked". This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A review of the returned photographs showed the blue shrouder was attached to the beige connector of the solution bag a solvent bond was present on the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.